Event description:
The protection sleeve does not go through the 120 degrees antegrade locking guide in the insertion handle. This event occurred during surgery. There was no extension of surgical time and no patient harm reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation has shown that the front of the protection sleeve is badly deformed and has heavy marks on the surface. The review of the production history revealed that these instruments were manufactured (03.010.063) in april 2011 and (03.010.045) in august 2011 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that an inadequate handling may have led to this failure. Visual inspection: the protection sleeve doesn't go through the 120 degree antegrade locking guide in the insertion handle. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. The exact cause cannot be determined, this complaint condition is likely a result of inadequate handling, the complaint is determined not to be a result of a detected manufacturer or design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.